Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt's spouse reported that there was a fluid leak. The cycler alarmed for air detected in the cassette during fill 1. The cycler was making an unexpected noise. When she opened the cassette door she found fluid leaking from the cassette that was leaking down the lines. The set was retained and is being made available for evaluation. During follow up the pt's pd nurse reported that the pt did not have any signs of infections. He was prescribed vancomycin prophylactically. No adverse event reported at this time.